Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, opening and delamination in the diaphragm valve. Leak test was performed and found opening on device. A microscopic analysis was performed which identified opening striated in the posterior consist with use of a surgical tool and delamination partial in the diaphragm valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a striated edge opening on posterior due to surgical damage and delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.